Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the filter while infusing tpn at 34.6ml per hr for 20 hrs and d10 with heparin at 4ml per hr for 4 hrs.